Manufacturer narrative:
The lot# mk786842 on the physical device was returned for evaluation instead of the reported mk786397. The device was attached to olympus usg-400/esg-400 generators and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is foreign material on the distal end. The ptfe pad (teflon pad) was inspected and found it lifted and slightly charred, with metal exposed. Approximately 0.285¿ of the teflon is lifted. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. A short circuit error was observed when the jaws are closed when the seal/cut function is activated.

Manufacturer narrative:
As part of our investigation, olympus followed-up with the user facility and obtained additional information regarding the reported event. The user facility further reported that during the middle of a hysterectomy procedure, the physician was working on the patient¿s uterine ligaments, vessels & nerves when the reported event occurred. It was reported the metal underneath the teflon pad became exposed. In addition, there was no error message observed. There was no other damage to the device and no device fragment broke off and fell into the patient reported. The device and concomitant equipment were inspected prior to use and no anomalies were found. The was no adverse outcome to the patient reported. The device was not returned to olympus for evaluation, therefore, the cause of the reported event cannot be conclusively determined at this time. However, based on similar complaints related to the reported device and the reported event the most probable cause could be attributed to operational (unintended) error. The instruction manual provides warning to mitigate the risk of the device becoming damaged inside the patient which states, do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
On (B)(6) 2019, olympus received a medwatch report (#mw5082286) which states, ¿during use of olympus thunderbeat per MFR's instructions, the teflon coating on the working jaws of the device became charred. Company representative present, and felt that the device had been activated for too long period of time. No alarms or alerts were triggered during this event. This device was replaced by a "like" device that functioned without issue for the remainder of the procedure.¿